Event description:
The dose data, which was acquired and implemented by the hospital into the brainlab iplan rt dose radiotherapy treatment planning software version 3.0.2 in (B)(6) 2008, appeared to be not as accurate for small treatment fields shaped by a multileaf-collimator as would be desirable. As a result, when using these small treatment fields, a radiation dose not as accurate to the planned radiation dose as would be desirable, might have been delivered to patients. No failure of the brainlab device was stated by the hospital.

Manufacturer narrative:
According to the hospital, there are no negative clinical consequences to be expected regarding the patient treatments in question. The dose data in question had been implemented by the hospital into the inplant rt dose radiotherapy treatment planning software in (B)(6) 2008. When using these small treatment fields, a radiation dose not as accurate to the planned radiation dose as would be desirable, might have been delivered to patients. The brainlab instructions for the according dose data acquisition by the hospital were correct and complete. There was no quality or performance issue or malfunction of brainlab equipment. Corrective and preventive actions: brainlab intends to remind this hospital of the according relevant information details available in the brainlab user guides. Since there was no quality or performance issue or malfunction of brainlab equipment. The brainlab instructions for the according dose data acquisition by the hospital were correct and complete. Brainlab measures for the risk to be as low as reasonably practicable are in place. There are no further corrective and preventive actions intended by brainlab at this point of time.